Event description:
It was reported that the coil could not be detached. Upon removal, the coil prematurely detached inside the catheter and the patient's vessel. No patient injury reported. Same event as MDR# 2029214-2009-00173.

Manufacturer narrative:
The pusher assembly was returned for evaluation, and it was confirmed the implant coil had detached, but the evaluation could not determine the cause of the event.